Event description:
Client's email: "my patient shows up this day with her kénévo sn (B)(6) which no longer works and beeps in the same way as if the knee is switched on without the tube connected. When connecting it to the app, a message tells me to check this connection. Problem, the knee is permanent. I can't get out the tube that seems stuck in the knee." Information after the fact: "that this dysfunction must date from (B)(6) 2026 because at that time she fell with a fracture of the tibial plate. For two months she was prohibited from putting herself on this leg. I only learnt about this misadventure last weekend."